Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver is turning off on its own on (B)(6) 2015. The patient stated that the receiver only powers back on when it is plugged into the charger. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of the receiver turning off on its own. A root cause could not be determined.